Event description:
It was reported, the 2 proximal locking screws slip out from their initial position, 3-4 weeks post surgery, requiring a 2nd surgery.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report. At this time, it is not known which of the locking screws were displaced. That information was requested, and if received, will be reported on a supplemental report.